Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested for this issue. However, the customer contacted our technical support department regarding the issue and they suspected a connection issue between the backplane and ui head. Customer observed that the coiled cord connection at the pump seemed more loose than another iabp that he checked, so customer replaced both the backplane to coiled cord cable as well as the coiled cord cable. The iabp is operational, and customer has been advised to let us know if any further issues are encountered.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) generated fault codes 78, 111, 112 and 116. The circumstance of the event is unknown; however, no adverse event was reported.